Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d8, h2, h3, h4, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed: images occasionally flash screen and stripe due to the malfunction of the uc sheath. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle in distal end was slightly worn, and the charge coupled device glass was slightly scratched. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure of the uc sheath: the cable was damaged by the force of being pulled. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope images occasionally flash screen. The event was found during preparation for a therapeutic lobectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
\No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope images occasionally flash screen. The event was found during preparation for a therapeutic lobectomy procedure. There were no reports of patient harm.